Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-aug-27 from the consumer reporting that the cause was determined to be that the battery was older. It was replaced on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that starting the week prior to the report, the patient had started charging a lot more frequently than she used to. The patient has not made any therapy adjustments to cause this but mentions that she has been more active lately. Her implantable neurostimulator used to last a long time before charging, and now she charges a lot more; however, the change frequency could not be clarified. The patient charges her implantable neurostimulator to 100% full.